Event description:
Found during testing. According to the reporter, the device would not power up in battery. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed a charge depleted battery. The battery was replaced then proper device operation observed through functional and performance testing. The device was returned to the customer for use.